Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed battery depleted. The batteries had been changed by the user. The settings were reviewed, and the pump was started. The pump was running. The battery depleted alarm had returned, and they stated this had occurred 2-3 times. The batteries were removed and replaced, and the pump had powered on. The call was disconnected. The patient had called back and had been able to power the pump off. They were advised to call the clinic per special facility instructions. They verbalized understanding. The event occurred while in use with a patient. There was a patient involvement, and no signs or symptoms experienced.